Event description:
On (B)(6) 2025, a patient underwent an CT guided lung biopsy procedure through normal density tissue using truguide instrument. During the procedure the coaxial needle was bent and difficult to remove from the patient body. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an CT guided lung biopsy procedure through normal density tissue using truguide instrument. During the procedure the coaxial needle was bent and difficult to remove from the patient body. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. In that photo, the coaxial cannula and trocar stylet were shown where the coaxial cannula was noted to be severely bent. Therefore, based on the photo review, the investigation is confirmed for the reported bent as the needle was noted to be bent. However, the investigation is inconclusive for the difficult to remove as the condition of use cannot be replicated in the laboratory. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4. (Unique identifier UDI) #), e1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.